Event description:
It was reported that during placement of a portacath via the subclavian vein the surgeon noticed a piece of catheter in the superior vena cava. The object was removed via a snare device and appeared to be a single lumen infusion catheter with an obturator. It is not known when this catheter was inserted, since the pt had multiple catheters in place during this hospital admission for open heart surgery.